Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported of high blood glucose readings from the reservoir. The customer's blood glucose reading was 400+ mg/dl. The customer gave a bolus and received an insulin flow blockage. The customer was asked to replace the plunger and manually push the plunger to verify insulin exited the tubing. The customer stated that the pump did not alarm insulin flow blocked with fill tubing. The customer was advised to return the set for analysis.